Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. The device was reprogrammed to primary sensing vector; however, noise was still observed. Shock therapy was disabled and a system revision would be scheduled in the future. No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. The device was reprogrammed to primary sensing vector; however, noise was still observed. Shock therapy was disabled and a system revision would be scheduled in the future. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the device system was explanted and replaced with a transvenous system. During the explant, the connections were checked which were noted to be normal. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. The device was reprogrammed to primary sensing vector; however, noise was still observed. Shock therapy was disabled and a system revision would be scheduled in the future. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the device system was explanted and replaced with a transvenous system. During the explant, the connections were checked which were noted to be normal. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.